Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that, during attempted implant, this cardiac resynchronization therapy pacemaker (crt-p) underwent a reset. It was noted that pacing stopped each time the device was removed from the pocket. The device was not used. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted arc marks on the titanium case. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Event description:
It was reported that, during attempted implant, this cardiac resynchronization therapy pacemaker (crt-p) underwent a reset. It was noted that pacing stopped each time the device was removed from the pocket. The device was not used. No adverse patient effects were reported.